Event description:
Information was received indicating that a smiths medical cadd solis pump was implicated in a leaking issue. During administration of blinatumomab, a puddle of liquid on the floor was found during the infusion. They checked over the tubing but couldn't find an apparent leak. It should be noted that another IV bag with different tubing was also infusion at the time, so it couldn't definitely be linked to leaking tubing from the cadd administration set. No adverse events were reported due to this event.